Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locks properly into place. Insulin pump received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Insulin pump received with cracked case and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Insulin pump p cap reservoir locks properly into place. Insulin pump received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the crack on back side of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.